Manufacturer narrative:
Customer indicated that the device could be from any of the following product codes: 3063, 3060 (lot 3566474), 3065 (lot 3564845), 3067, 3066, 3048 (lot 3449060)

Event description:
Information was received indicating that this peripheral intravenous catheter was dull and that it dragged on insertion and threading. No adverse patient effects were reported.

Manufacturer narrative:
Two apparently unused unidentified 16 ga catheters were returned for evaluation. The customer's reported problem was "dull on insertion, drag on threading, drag on needle insertion". Examination via microscopy determined that there were no hooks, burrs, or point damage present on either sample. Bead blasting looked normal. Point geometry (j point) was also examined and found to meet part print for c, d, length, primary bevel and 3rd angle. Based on the above examinations, this complaint is not confirmed as a manufacturing defect. The manufacturing and quality inspection processes were reviewed and considered adequate and correct. Device history review could not be conducted since the lot number is unknown.